Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The physician states that total hip was put in 16 years ago and is dislocated. The patient underwent closed reduction on (B)(6) 2016. The patient underwent open procedure (B)(6) 2016. The surgeon attempted multiple times to extract the stem but was unable to do so due to ingrowth. The command stem extractor/inserter threads broke off into stem during attempt. The smith and nephew stem extractor was unable to remove stem also. The head was removed from the stem and appeared to be a 28mm plus 8 v40 head. The surgeon then wanted to retrial with a new 28mm head and did so by deciding on a 28mm plus 4mm head. The head was opened and implanted. The surgeon went through rom and stability checks and determined the patient was stable and proceeded to close.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review : review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review : review indicated there has been one other event for the reported lot. This event involved a closed reduction following a dislocation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, medical records, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The physician states that total hip was put in 16 years ago and is dislocated. The patient underwent closed reduction on (B)(6) 2016. The patient underwent open procedure (B)(6) 2016. The surgeon attempted multiple times to extract the stem but was unable to do so due to ingrowth. The command stem extractor/inserter threads broke off into stem during attempt. The smith and nephew stem extractor was unable to remove stem also. The head was removed from the stem and appeared to be a 28mm plus 8 v40 head. The surgeon then wanted to retrial with a new 28mm head and did so by deciding on a 28mm plus 4mm head. The head was opened and implanted. The surgeon went through rom and stability checks and determined the patient was stable and proceeded to close.